Manufacturer narrative:
Intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed/reproduced the customer reported complaint of a "loose black plastic cap". Failure analysis found the primary failure of dislodged ceramic sleeve to be related to the customer reported complaint. The instrument was found to have a dislodged ceramic sleeve. The root cause of the dislodged instrument ceramic sleeve is attributed to manufacturing. Additional observation not reported by site: the instrument was found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.057¿ x 0.056¿. The root cause of broken instrument ceramic sleeve is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. A review of the instrument log for the permanent cautery hook instrument (part#470183-14/lot# n11210531 0012) associated with this event has been performed. Per logs, the instrument was last used for a cholecystectomy procedure on (B)(6) 2022, using system (B)(4). The instrument had 2 remaining usable lives with no subsequent use recorded. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was observed to have had a loose black plastic cap near the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained additional information related to the event. According to one of the surgeons from the procedure, no missing material was observed during the procedure. No fragments have been reported during instrument use within the patient. The patient has not returned to the hospital due to post-surgical complications related to retention of foreign material.